Manufacturer narrative:
The customer provided additional results from (B)(6) 2017 for 1 of the patients. Additional erroneous results were generated when testing for ft4 ii and ft3 iii.

Manufacturer narrative:
A sample from the (B)(6) patient was submitted for investigation. A sample for the (B)(6) patient was not sent. During the investigation, the tsh, ft4 ii and ft3 iii results received were lower than the customer's results. This may relate to a sample specific effect such as multiple freezing/thawing cycles. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for elecsys ft4 ii assay (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh assay (tsh) on a cobas 6000 e 601 module when compared to competitor methods. The erroneous results were reported outside of the laboratory to the treating doctor. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results and medication adjustments. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4).